Event description:
It was reported that aq2010v three piece silicone lens was removed from the package upon receipt and a broken haptic was noted. The lens was not used. No patient contact.

Manufacturer narrative:
(B) (4): evaluation results - (other): visual inspection of the returned product showed a haptic was torn off, and there was a dark surgical residue on the lens. A work order search was performed and there were no similar complaints found. (B) (4)